Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a faded image of the previous display in the background of the current display. Reportedly, the display issue did not block any graphics or text on the display. Customer's blood glucose was not impacted. Customer would continue to use the pump for insulin therapy.